Manufacturer narrative:
Novocure medical opinion is that contribution of the array placement to the skin irritation cannot be ruled out. A risk factor for skin irritation in this patient includes concomitant pemetrexed (rash, pruritus, alopecia and urticaria are common adverse reactions. Source: pemetrexed prescribing information). Medical device site reaction is an expected event with device use and was reported as an adverse event in the ef-23 trial of optune lua together with pemetrexed and cisplatin or carboplatin in patients with mesothelioma (66%) low-medium reaction, (5%) severe reaction. Insomnia is related to optune lua therapy, although not serious.

Event description:
An 85-year-old male patient with biphasic pleural mesothelioma started optune lua therapy on (B)(6) 2022. During review of the patient's medical records, received by novocure on july 30, 2024, it was noted on (B)(6) 2024, the patient developed localized skin irritation, characterized by itching and a rash originating from hair follicles, secondary to optune lua therapy. The patient was subsequently evaluated by a dermatologist and treated with hydroxyzine and diphenhydramine to alleviate the itching. On november 21, 2024, the patient informed novocure that he has been suffering from itching for two years, which made it difficult for him to fall asleep. Reportedly, the patient tried many over-the-counter ointments, was seen by a dermatologist and was changing the arrays daily. The prescribing physician was contacted for further details without reply.